Event description:
Customer reported an issue with the pump's time discrepancy, which was greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor and report if the discrepancy recurs; the caller understood and acknowledged these instructions.